Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers ((distal- proximal) and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found to the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This event has been deemed reportable on (B)(6), 2021 based on the investigation results of balloon pinhole. Please see block h10 for full investigation details.. ***additional information*** on (B)(6) 2021, additional information was received that during the procedure, a hurricane rx dilation balloon device which was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. The procedure was completed with another hurricane rx dilatation balloon with 4mm x 4cm size.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event), block b5 (describe event), block d7 (sud reprocessed and reused), block e1 (initial reporter's title, first name and last name), block e3 (occupation), block h6 (patient code and impact code) and block h8 (usage of device). Block h6: problem code a041001 captures the reportable investigation result of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers ((distal- proximal) and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. The most probable cause of the event is caused traced to device design. Investigation concluded that the balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. On (B)(6)2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.